Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/23/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-10061 & 2210968-2022-10064.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following additional information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details. We have received this information form ot pharmacy. We have not received information on patient. Could you please confirm if it is possible that product receives is not within the same product family (product mix)? Additional information was requested, the following was obtained: device return follow up. Also we can get the foils of both batch from hospital. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2022-10064.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. It was noted that nw3340 ethilon size o is available in two different colors with two different batch. There were no patient consequences reported. Additional information was requested.